Manufacturer narrative:
The alleged issue of the concentrator shutting down and the audible alarms not functioning couldn't be confirmed, and the underlying cause couldn't be determined. The allegation that the user passed away due to the alleged device failures couldn't be confirmed. The device is over 10 years old which is past its service life of 3 years. A maintenance record from june 25th 2021 was provided for the device which showed during the last evaluation the alarms were functional and the unit was operating as intended. Invacare is working with the reporting law firm to obtain further information and an evaluation of the device. The manual has the following statements related to this incident. "This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine." "Depending on their medical condition, patients on flowrates greater than 5 l/min may be at an increased risk for serious injury or death in the event of failure. Always discuss this increased risk with your health care supplier before using this product if you are prescribed a flowrate greater than 5 l/min." "While invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. Always have a backup source of oxygen readily available.

Event description:
The reporter provided a law suit from (B)(6) law firm to the invacare legal department. They are alleging a product liability case. They stated the concentrator was provided in late (B)(6)/early (B)(6) 2021. The machine allegedly began to not work properly and would abruptly shut off. They alleged the machine alarm was not working properly or it did not have one because it would not alarm. The user notified the dealer but stated they did not fix the machine. In the early morning of (B)(6) 2021 the machine abruptly quit working in the middle of the night and the user didn't receive enough oxygen and passed away. They are alleging his passing was a result of the faulty machine.

Manufacturer narrative:
An invacare expert and lawyer attended an examination of the subject concentrator on (B)(6) 2021. After the exam, the invacare expert verbally reported that the flow rate, o2 level and alarms were tested and all functioned as intended.

Event description:
The reporter provided a law suit from (B)(6) law firm to the invacare legal department. They are alleging a product liability case. They stated the concentrator was provided in (B)(6) 2021. The machine allegedly began to not work properly and would abruptly shut off. They alleged the machine alarm was not working properly or it did not have one because it would not alarm. The user notified the dealer but stated they did not fix the machine. In the early morning of (B)(6) 2021 the machine abruptly quit working in the middle of the night and the user didn't receive enough oxygen and passed away. They are alleging his passing was a result of the faulty machine.